Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. A review of the event history log (ehl) identified a non-disposable alarm in history. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. Performed all functional testing and device passed.

Event description:
The alarm kept sounding during the use of the product. So the customer changed the pump to another one, but the alarm persisted. He then changed the cassette to settle the alarm. No patient injury.